Manufacturer narrative:
This supplemental report is being submitted to provide the results of h7 and h9.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation during the device evaluation, the laparoscopy exhibited a broken magnet ring in the control section, damaged fiber bonding in the outer tube area, and an image that would not display; the image was green. There was no patient involvement.